Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The helix was unable to be fully extended. The lead was connected to the device and noise was observed along with high pacing impedance measurements. The lead was then connected to a pacing system analyzer (psa) and noise was again observed. It was reported that there was little room between the first rib and the clavicle. There was a concern the lead fractured during the attempted implant. A different lead was successfully implanted. No adverse patient effects were reported.